Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device and no malfunction was noted. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, during knot tightening, the arterial wall was damaged- a piece of the arterial wall was detached. A cutdown was performed to repair the artery and to achieve hemostasis. The physician is reportedly trained in the use of the proglide device. No additional information was provided.